Manufacturer narrative:
Information requested however, complaint reporter explained that info is not collected. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor experienced a suction loss while laser firing in the patient's right eye. Suction was not able to be obtain afterwards. Patient was converted to photorefractive keratectomy.

Manufacturer narrative:
Additional information: d9. Returned to manufacturer on: september 13, 2022. H3. Device evaluated by manufacturer? Yes . H6: investigation codes: 10, 3331. H6: investigation findings: 213. Device evaluation: device was received and evaluated. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.